Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. There was no valid model or lot number provided for this report event. If add'l info becomes available at a later time, this report will be supplemented.

Event description:
Olympus rec'd a maude event report (B)(4), which stated that during a transurethral resection of the prostate (turp), the physician noted that the black ceramic tip from the resectoscope sheath tip had broken off inside the patient's bladder. The bladder was copiously flushed with normal saline (ns). The physician is confident that all pieces of the material were removed successfully. The patient will be scheduled for a f/u visit to determine if there is any residual material in the bladder. No further details are available at this time.